Event description:
In 2008, the lay patient's daughter contacted lifescan (lfs) alleging that the patient's one touch ultra meter read inaccurately high. The complaint was classified based on the initial information provided to the customer care advocate (cca). The daughter said the mother usually tests her blood glucose once a day and takes one pill containing both gliburide 2.5 mg and metformin 500 mg twice a day. The patient claimed she had been obtaining higher than expected readings in the 300 to 400 mg/dl range for the last 5 days. On the day prior to original date, the daughter called the patient's physician and reported the higher readings the patient had been receiving. The daughter reportedly received advice to give the patient two of the above referenced oral diabetes medication pills each am and pm instead of one. On the evening of the same day, the patient took two pills as advised and went to bed. In the morning, the patient woke shaking. The daughter tested the patient's blood glucose with the reported product and received a reading of 446 mg/dl. She immediately retested the patient with another meter and test strips and obtained a reading of 82 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The mother then ate food. The cca discovered that the reported test strips were expired (5/05), which can caused inaccurate results. The patient's products were replaced. This complaint is reported because the reporter and patient claimed the patient obtained inaccurately high readings on the lfs product, and was advised to increase her oral diabetes medication based on the elevated readings. Afterward, the patient allegedly became shaky, a typical symptom of hypoglycemia, and obtained an elevated reading on the lfs product compared to a reading of 82 mg/dl on another product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.